Manufacturer narrative:
Gbo complaint no: (B)(4). We forwarded the complaint to our supplier for their investigation and comments. No customer sample(s) were received by the supplier for evaluation against quality assurance specifications. The complaint cannot be determined.

Event description:
Customer advised that a needle stick injury occurred. Customer states that at the termination of the venipuncture the needle did not full retract leaving the needle exposed. Customer states: event was not life threatening to the employee; no permanent impairment of a body function to the employee; no permanent damage to a body structure of the employee; source patient was testing and found to be non-reactive.